Manufacturer narrative:
A specific root cause could not be identified. The investigation determined the discrepancy was most likely due to an issue or interference with the siemens centaur assay. From the information provided, a general issue with the roche reagent could likely be excluded. When comparing values generated by different types of analyzers, variances can be expected due to the different setups of all assays, the antibodies used, and the variances in reference methods. For thyroid assays, the patient's age, gender, and other characteristics should be considered.

Manufacturer narrative:
For investigation, a sample from the patient was tested on an analytical e module and architect analyzer. An interfering factor was suspected. The results were reported to the customer. (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample from an analytical e module analyzer. The specific date of testing was not provided. The initial result was 2.36 ng/dl and the result from a centaur analyzer was >12.0 ng/dl. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested but was not provided. No adverse event was reported.